Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event cannot be concluded. (B)(4).

Event description:
During a device exchange, imaging of the rv lead showed an anomaly near the proximal rv coil. Measurements were normal; however, the lead was exchanged successfully and the patient was in good condition after the procedure.